Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue port cap of a one-link standard bore catheter extension set could not be removed. This occurred during setup. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with a clear solution inside fluid pathway. Visual inspection was performed with no defects identified. Pressure testing was performed with satisfactory results. Clear passage testing was then performed and failed at the male luer lock cap. A simulated use test was then performed in which the directions on the device's label copy were followed; at the start of this test, difficulty was encountered in removing the male luer lock cap. The reported condition was verified. The cause was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.